Event description:
It was reported by the customer that on (B)(6) 2011, the aiming beam fired straight out of the fiber; the aiming beam went straight out of the fiber at 75,734 joules. Also, it was reported that this fiber was used to complete the case. No pt injury was reported.